Event description:
It was reported that a flogard infusion pump experienced an f-49 alarm (malfunction in real time clock). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. Visual inspection, power on self-test, battery testing and an alarm log review were performed. During the alarm log review the f-49 alarm was confirmed. The cause of the alarm was due to an inoperative main battery. The main battery was replaced to correct the reported condition. The pump passed all testing and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.